Manufacturer narrative:
UDI (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information - d4, d10, h2, h3, h4, h11. Corrected information - g4, g7, h6, h10. UDI information - (B)(4). Sample was received for evaluation. - images were taken of the "as received" valve and are attached. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leak occurred from the needle holes over the needle guard. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and failed the test. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. Images were taken of the "as received" valve and are attached. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed and the valve passed the test no occlusion was noted. The valve was leak tested and the only leaked occurred from the needle holes over the needle guard. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and failed the test. The root cause for the pressure issue is due to the biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, and on the base plate, the biological debris was not letting the ruby ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
It was reported that the patient was implanted with a valve on (B)(6) 2018 due to the hydrocephalus. Then during the CT check on (B)(6) 2018, the physician found that the cerebral ventricle was lessened, the doctor adjusted the pressure from 80mmh2o to 120mmh2o. While at the CT check on (B)(6) 2018, there was nothing change of the patient's cerebral ventricle and the valve pressure could be adjusted normally through dr check. Therefore, the physician suspected that the hakim valve was occluded. Then they conducted the revision procedure on (B)(6) 2018 and the patient's cerebral ventricle was recovered to the normal size. There was no adverse effect of the patient. There was no delay and no adverse consequences.